Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead was unable to be flushed with contrast. The lv lead was not used, and was replaced. The patient's status was unknown.

Manufacturer narrative:
Correction: previously reported h6 (health effect - impact code) should have been "4632 - prolonged surgery" instead of "4620 - prolonged episode of care".